Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he had been hearing beeping from his device ever four hours for ten days. Follow-up with the physician's office indicated that patient's blood pressure was out of range but that it was fixed with interrogation. It was further reported that the patient continued to hear audible tones coming from the device. The device remains active. No patient complications have been reported as a result of this event.

Event description:
The patient reported that he had been hearing beeping from his device ever four hours for ten days. Follow-up with the physician's office indicated that patient's blood pressure was out of range but that it was fixed with interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. No issues were identified. The impedance trends are stable and no patient alerts are noted.

Event description:
The patient reported that he had been hearing beeping from his device every four hours for ten days. Follow-up with the physician's office indicated that patient's blood pressure was out of range but that it was fixed with interrogation. It was further reported that the patient continued to hear audible tones coming from the device. The device remains active. No patient complications have been reported as a result of this event.